Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the "not heavily" calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the sutures were deployed, the sutures broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. A hematoma was developing. Hemostasis was achieved with the two proglide sutures and additional manual compression. Manual compression was also used to treat the hematoma. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as a result of the hematoma. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the "not heavily" calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the sutures were deployed, the sutures broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. A hematoma was developing. Hemostasis was achieved with the two proglide sutures and additional manual compression. Manual compression was also used to treat the hematoma. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as a result of the hematoma. No additional information was provided.